Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat suv stabilizer system. They turned the handle to fix the arm of om9000z, but the handle became loose and they could not fix it. They took out a new om9000z and used it to complete the ope. There were no particular effects on the patient, such as delays in surgery.

Manufacturer narrative:
Tw ID# (B)(4). The lot # 3000274640 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.